Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer with serial number (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. The initial donation (B)(6) generated a reactive hbv result with a late cycle threshold (CT) value of 38.76, indicating low-level amplification. Subsequent testing of the same donation and a second donation from the same donor produced non-reactive results on the cobas 6800 and cobas 8800 analyzers. However, further testing of the original donation on the cobas 4800 using the cobas hbv assay confirmed a reactive hbv result with a CT value of 40.45. Serology testing on the original and second donations indicated reactive hepatitis b core antibody (anti-hbc) and reactive hepatitis b surface antibody (anti-hbs), with negative hepatitis b surface antigen (aghbs) results. These findings are consistent with an occult hepatitis b infection (obi), characterized by very low viral loads and the absence of surface antigen (hbsag). The root cause was attributed to the presence of true low-level hbv material in the sample, likely due to an occult hbv infection. Low-level specimens near the limit of detection (lod) can produce variable results upon repeat testing. The investigation did not identify any product-related issues.

Event description:
The initial reporter alleged discrepant results for one patient donation tested with the kit cobas 58/68/8800 mpx 480t ivd on the cobas 8800 analyzer. The initial donation (B)(6) was tested on (B)(6) 2023 using the cobas 8800 and generated a reactive result for the hepatitis b virus (hbv) target. The same donation was retested twice on (B)(6) 2023 using the cobas 6800, and both results were non-reactive. A second donation from the same donor (B)(6) was tested on (B)(6) 2023 using the cobas 6800 and generated a non-reactive result. On (B)(6) 2023, the first donation (B)(6) was retested on the cobas 8800 and generated a non-reactive result. The second donation (B)(6) was also retested twice on the cobas 8800 on the same day, and both results were non-reactive. The first donation (B)(6) was further tested using the cobas hbv assay on the cobas 4800 analyzer, which confirmed a reactive hbv result with a cycle threshold (CT) value of 40.45. Serology testing on the original donation using the abbott alinity platform showed the following results: hepatitis b surface antigen (aghbs) was negative, hepatitis b core antibody (anti-hbc) was reactive (8.12), and hepatitis b surface antibody (anti-hbs) was reactive (158.45 miu/ml). Serology testing on the second donation showed anti-hbc reactive (6.76) and anti-hbs reactive (155.48 miu/ml). The blood was not released as the results were questioned.